Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they are unable to connect to the stim app. Patient mentioned they are scheduled for MRI and need to access MRI mode. Agent had the patient reset their communicator then closed all apps in the handset. When having the patient turn the communicator back on, they instead grabbed the "hockey puck" (wireless recharger) and turned that on, as agent could hear beeping in background; agent reviewed recharger cannot be used at the same time when accessing mystim. Attempted to reconnect after another reset of the communicator; patient getting "unable to connect" message. Patient said that their implant battery is 100% and they charged it last night. Agent attempted to reset the communicator and the handset one more time, and had patient turn airplane mode on and off. Patient repeatedly received "unable to connect" message when attempting to connect. Agent advised the patient to connect to the recharger app to check ins battery level. Patient stated that the battery is in red. Patient was insistent they charged the ins last night, and were surprised the battery had drained. Agent reviewed information and advised to continue to charge implant. Advised to call back once ins has enough charge; will assist access MRI mode. Patient reported all but 2 leads became undone. This should have lasted more that 3.5 years. Extra long time to recharge. Replaced stimulator.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.